Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that there was a chemotherapeutic leak in between a non-bonded texium and a secondary line during an infusion. The texium end was attached to the y-site of the primary line. There was no patient harm.

Event description:
The customer reported that there was a chemotherapeutic leak in between a non-bonded texium and a secondary line during an infusion on a pump. The texium end was attached to the y-site of the primary line. There was no patient harm.